Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator was alarming an unresolved transducer fault. The customer reports that he was not able to duplicate the problem, but the turbine is making a very loud noise, and the ventilator is cycling with no issues. The customer reported that there was no patient involvement.